Manufacturer narrative:
Sample was received and investigated. During testing, no problem could be reproduced with the control panel and the board. Both components meet specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
At the visit on site, the fse (field service engineer) exchanged the eyetracker module and the joystick of the patient bed. The system was aligned and verified successfully according to company specifications. Log file review can confirm the reported issue. Three treatments were prepared for that day. During the third treatment, the system interrupted the treatment with the warning message, pupil lost and the user tried to continue but was not able to go on due to the pupil could not be tracked stable. The system would not allow to go on with activated eye tracker function. After trying to go on with the treatment, the user aborted the treatment after several attempts. However, a root cause for the tracking problems cannot be determined during the logfile review but several handlings errors can be detected in the logfile. The root cause for the reported error is not identified conclusively. However, possible root causes could be either handling issue or/and a defective eyetracker module or joystick which might have caused tracking difficulties of the pupil and therefore caused the surgeon to interrupt the treatment manually. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that the laser stopped in the middle of a procedure. The customer also reported that there was an issue when performing a flap using another system in the same eye that was treated. Procedure was aborted and patient will be rescheduled after the system has been looked at and fixed. Upon follow up, the flap was not created successfully by a different company's laser. After performing the flap incorrectly, the doctor converted from lasik to prk (photo refractive keratectomy) since no flap is needed. During laser application, the system blocked with no message displayed. System could not track the patient's eye and then did not apply the laser for safety reasons. The procedure was canceled.